Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent audio output and an adverse event. The patient reported that his continuous glucose monitor (cgm) reading was below the alert threshold for 30 minutes and he only received the vibrate alert. The patient experience hypoglycemia but no details regarding this were provided. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.